Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified radial artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm within 1 minute. The procedure was completed with another of the same device. There were no patient complications reported post procedure.